Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display. Trouble shooting occurred to try and fix the problem and issue resolved after inserting new battery. Blood glucose level at the time of incident is 457mg/dl and patient treated with manual injection insulin pen. Product will not be returned for analysis.